Event description:
Review of service data detected a reportable problem. During servicing, charger/modem sn (B)(4) would not recognize a battery pack. The last patient to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device of charger/modem sn (B)(4) has been completed. Upon evaluation, the battery board was defective. The cause of the inability to recognize a battery pack is the defective battery board. The root cause of the defective battery board could not be positively identified. No adverse event resulted from the defective battery board in the charger/modem. The last patient to use this charger/modem did not report any deficiencies.